Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. No unexpected insulin flow blocked alarm noted. However, pump error alarm (variableinfo=3) confirmed in the insulin pump history due broken trace on keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a high blood glucose value of 280 mg/dl and 222 mg/dl. Troubleshooting was declined for their blood glucose levels. The customer was treated with manual injection. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Insulin flow blocked alarms and a pump error was also reported. No symptoms were experienced. Displacement test and self test were also passed. Customer was able to complete pump rewind. The customer reported that the pump error recurred after troubleshooting. The device is expected to be returned for analysis.